Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a rash that was located over the ins implant site on their side and was scared. Follow up information from the patient reported that it was unknown as to the circumstances that led up to rash at the implant site. As a step taken to resolve the issue the patient was given antibiotics. There were no further complications reported or anticipated.